Event description:
It was reported to boston scientific corp that in 2007, radio frequency ablation therapy using a leveen needle electrode was performed to treat a right lung tumor on an adult patient. According to the complainant, a total of four ablations were completed, ranging from 2cm to 3cm during deployment of the tines. Upon completion of the case, the physician attempted to retract the tines and resistance was felt. When the electrode was removed from the patient's body, it was noted that the insulation had moved 2cm distally and foreign material was observed on the tines. The patient's condition was checked under CT after 2 hours, no anomaly was noted. The complainant reported that the patient's condition after the procedure resulted in "no injury."

Manufacturer narrative:
Visual examination of the returned device confirmed that the electrode array was in the extended position and also noted physical damage, which included: twisted electrode tines and displaced insulation. A mechanical evaluation of the device revealed that the array could not be extended and retracted and the cannula only moving partially with the handle plunger. Dissection and examination of the device handle indicated that the cannula appeared to be properly assembled during the manufacturing process. A review of the device history record revealed no anomalies. A lot history search was performed and found one similar complaint against lot number 9538556. The september 2007 15-month rf probe product family complaint trend report, inclusive of all failure modes, was reviewed, no unfavorable trend was noted. Based on the event details, the intended use of the device , and the evaluation results, the inability to retract the electrode tines required additional force by the physician to remove the device from the patient. The cause of the reported device malfunction is undetermined. A CAPA to investigate leveen needle electrode cannula detachment issues is in progress.